Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate 2 had an unexplained pump off, no external power, multiple low voltage alarms, and multiple low flow alarms. Due to this the patient lost consciousness. The site took action to stabilize the patient. Log file review was requested which revealed abnormal pump stoppages while on batter power on (B)(6) 2025, potentially caused by phase to short. It was recommended that the percutaneous lead be immobilized and x-rays of the patient lead be performed. X-ray images contained no obvious areas of concern; a driveline repair was scheduled for (B)(6) 2025. It was noted that the max external length of driveline was removed so another driveline repair would not be possible. Log file review post driveline repair on (B)(6) 2025 was performed which revealed no further speed drops or pump stops. No unusual events were recorded in the log file history and the mechanical circulator support appeared to be operating as intended. The center noted that the patient was being worked up for a potential transplant or left ventricular assist device (lvad) exchange. The center intended on continuing supporting the patient with venoarterial extracorporeal membrane oxygenation and monitoring for any further events. Pump off and low flow alarms recured post driveline repair. It was noted that these alarms occurred without provocation or external manipulation. The center noted that the frequency and severity of the pump interruptions now constituted and elevated clinical risk. In response to these alarms, the site took the following actions: the circulatory support team was alerted, and increased bedside monitoring was put into place, additional log file review was requested, further imaging was planned, and a crash cart was noted to remain available as a bridge in the event of future pump stops. Log file review revealed 4 pump stops and 4 low speed advisories, where the speed dropped as low as 0 rpm. This was noted of potentially being indicative of a phase-to-phase driveline damage farther up the driveline internal. Additional log file review was requested which revealed 7 pump stop events and 7 low speed advisories with speeds as low as 0 rpm. It was noted that based on the log files the phase-to-phase driveline damage appeared to be progressing. At 21:00 on (B)(6) 2025, the patient experienced a pump stop when the patient leaned over to pick up something up. The alarm resolved when the patient went back to their original position. Log file review after this event showed a low-speed event and 2 pump stop events at 21:32 on (B)(6) 2025. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended. The patient was transplanted on (B)(6) 2025.

Manufacturer narrative:
Section h6: medical device problem code corrected. Section d6a: date of implant corrected. Section d6b: date of explant corrected. Section d9: a portion of the percutaneous lead returned for evaluation. Manufacturer's investigation conclusion: evaluation of the patient¿s replaced portion of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage which could have contributed to the reported pump stop events observed in the submitted log file on 18may2025. Review of the submitted log files confirmed additional pump stop events between 23may2025 and 26may2025. A specific cause for these additional events was unable to be conclusively established through this evaluation; however, based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an internal driveline issue. The log files collectively contained events from 02apr2025 through 26may2025. Several pump stop events were captured on 18may2025 as well as between 23may2025 and 26may2025. These events were associated with low speed advisory/hazard and low flow hazard alarms. The pump stop events on 18may2025 occurred while the patient was connected to battery power, prior to the distal driveline repair. Pump stop events captured between 23may2025 and 26may2025 occurred while the patient was connected to the power module after the distal driveline repair. No other notable events or alarms were captured. A distal end driveline replacement was performed on (B)(6) 2025. Approximately 20.5¿ of the distal end of the driveline was returned for evaluation, including the system controller connector. The pins of the system controller connector appeared unremarkable. Electrical continuity testing was performed on the returned driveline, and all wires were found to be electrically intact. Following careful removal of all layers, microscopic examination of the underlying wires revealed a breach in the insulation of the red wire was observed approximately 0.5¿ from the system controller connector. An additional breach in the insulation of the green wire were also observed approximately 20¿ from the system controller connector. The remaining wires, as well as the remaining portions of the damaged wires, were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not be conclusively determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal shield. If the exposed conductors of the breached wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events. Furthermore, if the exposed conductors of the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the resulting phase-to-phase short would have resulted in the low speed and pump stop events observed in the submitted log files prior to the distal driveline repair. The account indicated that the patient underwent a heart transplant on (B)(6) 2025. It was noted that heartmate ii lvas, serial number vad-14179, will not be returned for evaluation. Incidental findings: the outer jacket of the driveline was damaged/missing approximately 3¿ 20.5¿ from the controller connector the relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. A, and the heartmate ii patient handbook rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ and section 8, ¿equipment storage and care¿, of the IFU discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 7 of the IFU, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.